Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis (further described as an abdominal infection). The cause of the breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with vancomycin (dose, frequency, duration and route not reported). On an unreported date the patient recovered. Dianeal therapies were ongoing during the treatment. No additional information is available.